Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. It was also noted that the lv lead had high threshold. The lv lead was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.